Manufacturer narrative:
Device evaluation was not possible as the device was not returned to the manufacturer. Engineering review of the radiographs and photographs of the broken screws provided could not determine a root cause. As lot identification was not available, review of manufacturing history records and lot specific complaint history review were not possible. Review of complaint history for all part numbers in the plifxx-xxp plif peek cage family did not identify a trend for reports of cage back out. This is a known risk of the procedure. Associated information for use (IFU) surefit interbody fusion devices states under potential adverse affects: "#8 bending, loosening, fracture, disassembly, slippage and/or migration of the components." And under warnings: "2. Potential risks identified with the use of this device system, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebrae, necrosis of the bone, neurological injury, and/or vascular or visceral injury." And "7. A successful result is not always achieved in every surgical case due to many extenuating circumstances. This is especially true in spinal surgeries where other patient conditions may compromise the results." This report is number 2 of 4 MDR's filed for the same patient/event (reference 3005739886-2015-00065 / 00068). Device not returned to the manufacturer.

Event description:
It was reported that the patient underwent initial procedure on (B)(6) 2014. During this procedure six (6) 5.5mm x 55mm s-lok cann polyaxial screws (slc5555) were implanted bilaterally in l3, l4 & l5, along with 10mm peek cages. At the first postoperative follow-up on (B)(6) 2015 everything had healed well. A follow-up appointment on (B)(6) 2015 (4 weeks post-op) radiographs indicated that one of the peek grafts was out 4mm. It is unknown if it was left or right side but all hardware was still intact. During a revision procedure performed on (B)(6) 2015 it was noted the plif cage at the l4-l5 level was backing out. A "door stop" screw was implanted to secure the graft and prevent recurring back out. At this time the polyaxial screws were all intact. Following this procedure the patient never followed up with the physician for the mandatory 8 week follow-up. The patient also did not return on (B)(6) 2015 for suture removal. Multiple unsuccessful attempts were made by the physician's office to contact the patient at this time. The patient's chart was noted as being non-compliant for follow-up appointments. Patient went to primary care physician for suture removal. Subsequently, the physician was made aware that the patient was still having pain symptoms and a repeat radiograph identified that two (2) of the 5.5mm x 55mm s-lok cann polyaxial screws (slc5555) had broken at the shank level of the l5 vertebral body and the peek cage (plif22-11p) had backed out as well. It was noted that the patient claims trauma from being "moved too abruptly by hospital care, from bed to bed, following the initial (B)(6) surgery, although screws appear to be intact as noted by the radiograph ordered (B)(6) 2015. A CT scan performed during an office visit on (B)(6) 2015 confirmed displacement of the second plif cage peek 11mm x 22mm (plif22-11p) and a second revision procedure was performed on (B)(6) 2015. During this procedure six (6) slc5555 5.5mm x 55mm s-lok cann polyaxial screws, six (6) sl1000 locking caps, two (2) 110-5580 5.5mm x 80mm rod straight and one (1) plif22-11p plif cage peek 11mm x 22mm were explanted. Four (4) of the polyaxial screws located at the l3 & l4 bilateral vertebral bodies were fully explanted and intact, the tulip and partial screw shaft of the remaining two (2) polyaxial screws were removed with the broken tip of the screw shafts remaining in the patient's bone. The patient was scheduled for postoperative follow-up on (B)(6) 2015 and did not keep the appointment.